Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, capsular contracture and autoimmune/connective tissue disorders, are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture (baker grade unknown), and autoimmune/connective tissue disorders.

Event description:
Patient reported capsular contracture (grade unknown), granuloma, anxiety, and autoimmune/connective tissue disorder for the left side. Device has been explanted.

Event description:
Un-reporting, autoimmune disorder.

Event description:
Patient reported capsular contracture baker grade iii, granuloma, anxiety, and autoimmune/connective tissue disorder for the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: autoimmune/connective tissue disorders: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Cyst ¿ ndr: not applicable as the event is non device related. Lump/nodule -ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.